Event description:
It was reported that the external pulse generator was pacing when it should not have been and that the battery door and housing were broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of pacing when not needed. It was confirmed that the upper and lower cases and battery drawer were broken and contaminated. It was also noted that the ring cover was broken, one case screw was missing, the battery contacts were compressed and contaminated, the ring bail was bent, the keyboard was scratched, the lead flex cover and battery flex were corroded and the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. This analysis found that the main pcb was out of specification due to a capacitor component failure. (B)(4).